Event description:
The customer reported being unable to acquire 12-lead ECG, which could impact or delay diagnosis or treatment.

Manufacturer narrative:
The customer reported being unable to acquire 12-lead ECG, which could impact or delay diagnosis or treatment. On 3/11/08, the unit was evaluated at philips. The symptom was verified. The power pca was replaced to resolve the reported issue. We are considering this a malfunction of the power pca. (B) (4).